Event description:
During cataract surgery, the physician was using medical device as well as another instrument to manipulate the lens. The two instruments came in contact with each other on several occasions and the phaco tip was damaged with several fragments lodged in the pt's eye.